Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of patient involvement at the time the event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery unity (bdu) printed circuit board (pcb). The cse performed extended self testing on the device and all tests passed according to manufacturer specifications. Covidien ref: (B)(4).